Event description:
It was reported that the patient received four inappropriate shocks and a lead integrity alert (lia) was triggered. A possible fracture was suspected. High short interval counts (sic), high pacing impedance, noise and oversensing were also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).